Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the reported issue. It was discovered that the input pigtail had frayed wires and the insulation had melted. The unit failed visual inspection. Carefusion replaced the input pigtail to address the reported issue. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the unit had a damaged input connector that looked melted. It is unknown at this time whether there was any patient involvement associated with this complaint.